Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter no additional patient or event information is available. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g5® mobile continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4) describe event or problem - correction, describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - additional, initial reporter - email address - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Patient's mother contacted dexcom on 03/21/2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.